Manufacturer narrative:
Concomitant medical products: product ID: 3878-45, lot#: 0206787883, implanted: (B)(6) 2013. Other relevant device(s) are: product ID: 3878-45, serial/lot #: (B)(4), ubd: 14-dec-2016, UDI#: (B)(4). (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) for a clinical study regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome (fbss). It was reported that during ins replacement, the device was interrogated and the impedances increased for eight pole electrode. The impedances were high. During inspection moisture was seen under the ¿isolation¿ of the electrode, which was the probable cause of the high impedances. There were no ways to improve this in the setting. There will be a revision of the electrode planned in the near future. The lead was not replaced during surgery because of the belgian law where it is needed to decide in a multidisciplinary fashion if a replacement/revision of the lead can be performed. The outcome was considered as ongoing. Etiology was related to the device and not related to the implant procedure. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation of d11: product ID 3878-45 lot# (B)(6) serial# implanted: (B)(6) 2013 explanted: (B)(6) 2019 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that the electrode was explanted and replaced on (B)(6) 2019. The outcome was resolved without sequelae on (B)(6) 2019.

Manufacturer narrative:
Continuation of d10: product ID 37081-60 lot# serial# (B)(6). Implanted: (B)(6) 2013. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_ext explanted: (B)(6) 2019 product type extension product ID 3878-45 lot# 0206787883 implanted: (B)(6) 2013 explanted: (B)(6) 2020 product type lead. H6 codes belong to the lead and extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that the patient tried to turn on the stimulation but felt a strong electric shock abdominally. It was decided to replace the extension on (B)(6) 2019, not the lead. Since then he has felt such a shock a few more times. He has the impression that there is not always a good contact. When he starts the stimulation, he feels it only in a certain position. On (B)(6) 2020 a replacement of the lead was performed. The outcome was resolved without sequelae on (B)(6) 2020.